Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.051mm. The grips were not found to be cracked. Additional observation not reported by site: the instrument was found to have thermal damage on the molded insulator. Electrical continuity test was performed and passed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, the maryland bipolar forceps instrument will not grasp or close all the way. The procedure was completed with no reported injury.